Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.8; lab: 4.1. Date: (B)(6) 2010; inratio: 5.1; lab: 3.5. Testing from (B)(6) 2010 was done within 5 minutes of lab test. Meter testing from (B)(6) 2010 was done in the evening, and the lab results were obtained the next morning 8-9 hours later.

Manufacturer narrative:
Investigation pending.